Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead, (B)(6) 2009; dtba1d1 ICD, (B)(6) 2015. (B)(4).

Event description:
It was reported that there was an alert tone for an impedance issue on the left ventricular lead. The lead was turned off. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial. No patient complications have been reported as a result of this event.